Manufacturer narrative:
Correction: (UDI#). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's display segment was missing. Customer reported that there was no patient harm.